Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 9 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly. The doctor described them being form with tips touching then the rest of the body open. Had to take out of patient and fire a couple of times then re insert and try again. Another like device was used to complete the procedure. There were no adverse consequences for the patient.